Event description:
A hosp nurse reported that during two transurethral resection (t.u.r.p.) Procedures, two disposable loop electrodes cracked at the tip. Nurse stated that the tips did not break, therefore, nothing fell into the pt. The nurse is unsure if the same devices were used to complete the procedure but did state that there were no complications related to the occurrences.